Event description:
The pt is status/post bilateral breast implants in 1981 secondary to mastectomy for breast carcinoma. She presented with a firm, hard implant on the left. There was tenderness with the implant and the device moved laterally when she moved her arm. The pre-op diagnosis was left capsular contracture with probable rupture of the implant. The surgeon reported an intracapsular rupture as the cause of the incident.